Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose with unknown blood glucose levels at the time of the incident. The customer was at 12.1 mmol/l at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering even after using different infusion sets and reservoirs. The customer stated the pump may have been exposed to a magnetic field. Troubleshooting was completed and the pump passed. The insulin pump will not be returned for analysis.